Manufacturer narrative:
(B)(4).

Event description:
The customer reports: the doctor found the ars (syringe) leaked during patient use.

Event description:
The customer reports: the doctor found the ars (syringe) leaked during patient use.

Manufacturer narrative:
(B)(4). The customer returned one arrow raulerson syringe (ars), a guide wire, and an introducer needle. Signs-of-use in the form of biological material was observed inside the hub of the introducer needle. Visual analysis did not reveal any defects or anomalies. With the sample dry, a vacuum leak test was performed on the ars syringe per inspection procedure. With the plunger body at the bottom of the syringe, the tip of the ars was occluded, and the plunger was pulled back until it stopped. With the tip of the ars still occluded, the plunger was released and successfully snapped back into a position = 1cc from the starting position. Therefore, the sample passed the functional inspection. With the sample dry, a push leak test was also performed on the ars per inspection procedure. With the plunger body fully out of the barrel, the tip of the ars was occluded, and the plunger was pushed into the barrel. Resistance was felt, and the plunger body was not be able to move to the bottom of the syringe; therefore, the sample passed the push leak test. With the introducer needle attached, the syringe was used to draw and aspirate water. Initially, the syringe could not draw water due to a build-up of biological material in the introducer needle. A long pin gage was used to clear any biological material form the needle. The test was performed a second time. The syringe was able to successfully draw and aspirate water. A device history record review was performed with no relevant findings to suggest a manufacturing related cause. The complaint that the ars was defective could not be confirmed through visual or functional testing of the returned sample. The ars sample met all relevant functional and additional requirements. No leaks were found during testing as the syringe was able to successfully aspirate. Based on the customer description and the sample returned, no problem was found with the ars syringe involved with this complaint. Teleflex will continue to monitor and trend for reports of this nature.